Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the air bubbles are in reservoir and it occurred after 12-24 hours. Customer stated no prefilled reservoirs in use and no rewind with a reservoir in place. Customer stated that there is no leaks detected and informed to review the relevant infusion set and pump manual product.